Event description:
Particulate matter was reported to have been observed inside a vial of non-baxter vancomycin after reconstitution was performed with a vial-mate adapter. The reconstitution was performed with unspecified sodium chloride solution bags. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The affected device was not received for evaluation. The initial report stated that the product could have been from either lot gr13a17049 or lot gr12b13021. Lot gr13a17049 was manufactured between the dates 2/8/13 and 2/12/13. Lot gr12b13021 was manufactured between the dates 2/23/12 and 2/28/12. Batch reviews were performed and no deviations were found related to the reported condition during the manufacture of either lot. The device was discarded; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.